Event description:
The customer alleged that the ball tip electrode charred and the plastic melted during a laparoscopic procedure. There was no harm to the patient.

Manufacturer narrative:
No further information has been provided by the customer. We are continuing to follow up. This is the first complaint of its kind for this product number in the last 2.8 year of complaint review = low if additional information is received that is pertinent to the investigation, a supplemental report will be submitted.